Event description:
Covid positive result; color home pcr reported positive result (B)(6) 2022 repeat pcr on abbott x 2 not detected ( (B)(6) 2022) home antigen ihealth negative, blood antibody testing negative. FDA safety report ID # (B)(4).